Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse replaced the diluter interface printed circuit board (pcb) and the pneumatic manifold. The fse also repaired the leak at the pinch valve. Per the fse, the root cause of the leak/smoke was attributed to the leaking tubing at pinch valve. The fluid leaking at pinch valve leaked onto the pcb resulting in the burning smell. As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 500 instrument was leaking fluid inside the diluter and also observed an electrical burning smell. The customer smelled smoke; however, there was no visible smoke, sparks, or flames. There was no need for fire extinguishers or for summoning the fire department. The instrument was unplugged upon discovering the smoke. The customer was wearing personal protective equipment when the leak was discovered. There was no exposure, or contact with the eyes or skin, open wounds, or mucous membranes. There was no death or serious injury associated with this event.